Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main. After pre-dilation was performed with a 2.5x12mm nc emerge balloon catheter, a 4.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the mid portion of the stent struts were lifted. A 4.0x20mm synergy stent was then deployed with the support of non-bsc guide extension catheter and the procedure was completed. No patient complications were reported.